Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the active exhalation control module was found to be contaminated with liquid. The active exhalation control module needs to be replaced to address the issue. The device has been evaluated but the components have not been replaced pending customer approval of estimate.